Manufacturer narrative:
Concomitant medical product: dtma1d4 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible premature battery depletion. Additional information reported the left ventricular (lv) lead was no longer capturing. The crt-d was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.